Event description:
It was reported that the stimulation was intermittent. It was noted that the ¿glitches¿ in stimulation started in (B)(6) 2013 which could not be explained. It was noted that the manufacturer representative said it was fine and it was working.

Manufacturer narrative:
Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3987a, lot# lb8879, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3987a, lot# lb8879, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).